Event description:
The device finally reached eri and was explanted and replaced. But the doctor then thought this was not early battery depletion because five years had passed since implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: bsx-lead competitor implantable pacing lead (B)(6) 2008.

Event description:
It was reported that the device was approaching elective replacement indicator (eri) due to possible premature battery depletion. The device remains in use and replacement will be considered at the next patient follow-up. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).